Manufacturer narrative:
(B)(4). The reported issue was verified by product surveillance technician (pst) and service repair technician (srt). During laboratory analysis, the pst installed the returned o2 sensor into a lab use only epgs and connected the epgs to a system 1 simulator and central control monitor (ccm). He connected the epgs to oxygen and air, entered a perfusion screen on the ccm and waited the 15 minute warmup period. After the warmup period, the calibration of the epgs was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 2.16 volts which is within the specification of .55-2.758 volts. Inaccuracies were found when he tested the o2% accuracy output at 40%, 60% and 80%. The srt replaced the o2 sensor. The epgs operates to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during routine testing at the service center, the oxygen (o2) sensor caused the electronic patient gas system (epgs) to fail verification release testing. The set point was 80% while the reported value was 76.7%. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.